Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl, dka (diabetic ketoacidosis), and fatigue; cause was not known. Customer performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 7 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.